Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the patient is having a large discrepancy between her readings on her pump and manual readings. Also reports having a problem inserting the needle. Patient's blood glucose level is 125mg/dl. Trouble shooting is done and found a bent cannula. The cannula is being replaced. No further information available.